Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a follow-up visit relative to the subject lead on (B)(6) 2012, interrogation of the associated ICD displayed a warning of svc high impedance. The associated ICD was reprogrammed to exclude the svc electrode during shock application. A second follow-up was performed on (B)(6) 2013. Since the ICD was close to eri, an intervention was scheduled for (B)(6) 2013 to replace the ICD system. During the intervention, difficulties were reported to remove the lead, indicating that the svc coil was trapped just below the clavicle. Ultimately, the lead was left in-situ, and the ICD system was replaced.